Event description:
It was reported that during a pta treatment procedure to recannulate the left arm, the balloon burst when inflated to 20 atm. When the physician attempted to retrieve the balloon, it detached from the main shaft. The balloon was successfully retrieved using a snare. The pt is reported as 'stable' following the procedure.